Event description:
A report was rec'd regarding a pt receiving v.a.c. Therapy for a right, below-knee amputation wound with large amounts of slough in the wound. The pt was subsequently hospitalized due to unimproved wound condition.